Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a stent from a previous procedure was found at the tip of the duodenovideoscope. The customer stated the unknown procedure was abandoned with no new procedure date at this time. There was no reported patient harm or any further clinical delay or impact. There is no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment, or that additional medical/surgical intervention was done to prevent permanent damage or impairment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported event (stent in tip of device) was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: "inspection of the instrument channel and forceps elevator". Olympus will continue to monitor field performance for this device.